Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime coil stretched upon deployment and detached while half of it was still in the microcatheter. The patient was undergoing treatment for an unruptured aneurysm located in the basilar tip. It was reported that the coil stretched upon deployment. The doctor started to withdraw the microcatheter and noticed the coil had s tretched. It detached half in the aneurysm and half in the microcatheter. Once it was detached within the catheter, the doctor had to push it out and several loops fell out of the aneurysm into the pca. The doctor had to put a second stent within the pca to trap the coils between the initial stent and the bail out stent. There had been no friction/difficulty during testing or delivery, and a continuous flush had been used. The physician did not reposition the coil during the procedure. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU).